Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented, the physician was unsure if the device battery had prematurely reached elective replacement indicator (eri). The physician explanted and replaced the device and the patient was stable following.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was tested on the bench and battery voltage was found to be at eol level. The implant duration exceeds the total projected longevity indicating normal battery depletion. No anomalies were found.